Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of the foreign material in the nozzle, this was black silicone rubber and white silicone. Black silicone rubber is used in gaskets for various medical devices and equipment, such as the gaskets for the air and water supply buttons, the gaskets for the nozzles of the water supply tanks, and the attachment parts for the injection tubes. It is speculated that silicone rubber fragments may have become mixed into the piping due to breakage, deterioration, or falling off, causing the nozzle to become clogged. The white silicone is thought to have been caused by insufficient cleaning. The cause of the insufficient cleaning may have been poor water supply due to clogging with black silicone rubber. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU operation manual chapter 3 preparation and inspection _3.8 inspection of the endoscopic system_ inspection of the air-feeding function. "Chapter 3 preparation and inspection_3.3 inspection of the endoscope, 3.4 inspection of accessories, 3.6 inspection of related equipment". Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle. There was no patient involvement.